Manufacturer narrative:
The customer reported the unit failed to power on. The device was evaluated at philips, and the symptom was verified. Replacing the battery and power pca's resolved the issue.

Event description:
The customer reported the unit failed to power on.